Event description:
It was reported that a patient underwent an anterior/posterior lumbar fusion (a & p lumbar fusion) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was not on the returned device and there were several kinks on the dilator and shaft. Initially, it was reported that the dilator of the vizigo¿ sheath would not advance into the sheath. The resistance was felt when trying to insert dilator through sheath. There was no occlusion when irrigating the sheath. The sheath was neither narrowed nor partially blocked. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. No adverse patient consequences were reported. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the hemostatic valve was not on the device and there were several kinks on the dilator and shaft. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 31-jan-2022.

Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device on 03-jan-2022. The device evaluation was completed on 31-jan-2022. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the hemostatic valve was not on the device and several kinks on the dilator and shaft. For this reason, a guide wire was inserted through the sheath and the valve was not found inside the vizigo¿. Microscopic evaluation of the brim cap and the silicone ring revealed that they were placed in the correct position and found in good conditions. The issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The issue observed could be related to the resistance reported. A device history record was performed for the finished device 00001827 lot number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).